Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On 01/jun/2021 this female peritoneal dialysis (pd) patient contacted fresenius technical support. The patient requested assistance with disconnecting from treatment on the liberty select cycler in order to go to the hospital. Technical support provided assistance and the patient was able to get to the hospital on time. Attempts to obtain additional information were unsuccessful. The reason for the patient having to go to the hospital is unknown; however, the patient did not state that there was any issue with the liberty select cycler. Additionally, there was no reported adverse event that occurred. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Fresenius became aware of the event when the patient contacted technical service to request assistance with cancelling treatment because they had to go to the hospital. There was no allegation nor indication that the patient's hospitalization was due to the use of fresenius devices, drug, or products. Multiple attempts were made to acquire additional information from the patient and the user facility, however, a response was not received.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Fresenius became aware of the event when the patient contacted technical service to request assistance with cancelling treatment because they had to go to the hospital. There was no allegation nor indication that the patient's hospitalization was due to the use of fresenius devices, drug, or products. Multiple attempts were made to acquire additional information from the patient and the user facility, however, a response was not received.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment on the pump door and on the pump molded clamp. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover underneath the pump assembly and behind mushroom heads a & b. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.